Event description:
It was reported that the right ventricular lead was fractured. The lead had an elevated capture threshold, intermittent capture, rising pacing impedances, and was oversensing noise which led to aborted shocks. The pace/sense portion of the lead was capped and a new pace/sense lead was placed. The defibrillation portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.